Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called in to report a hospitalization due to low blood glucose levels. The customer's blood glucose level was unknown but "very low". It was reported that the customer was a brittle diabetic. The product was not returned for analysis.